Event description:
Received a post via social media (tweeter) from (B)(6). It was unable to locate the customer. Post stated, just had a near death experience due to removing my blood glucose monitor device, the adhesive give me a skin irritation and I had problems with the insulin pump. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.